Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. On 12/15/97 it was reported that approx 4 hrs post CABG, the open heart recovery nurse noticed blood in the shuttle line to the balloon. The iabp alarmed and no augmentation was on the arterial line. The nurse notified the surgeon and the balloon catheter was pulled at that time. There was no pt injury or complication as a result of the event. The pt was doing well and was scheduled to move out of open heart recovery. [Event complications]: none from the event-reported 11/10/97 and 12/15/97. [Pt's current status]: well-rpt'd 11/10 & 12/15.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/15/98).